Event description:
Walking around with covid. I have tested positive for covid since (B)(6) 2022 and am still positive. Throughout this past 8 days I have tested repeatedly. No matter how many binaxnow tests I use (even from different lots) they are all negative. Thankfully, I also have tested with quickvue and I have seen the positive result every time. If ot matters: I was told that I most likely have the new omicron variant, .ba2 when I went for monoclonal antibodies. All of the companies and schools in this area are using binax tests and it is very concerning that they seem to be/are lower in sensitivity in a statistically significant way. It is important if it's giving many people false responses at a higher than published rate. I know this is anecdotal, but if quickvue is significantly more sensitive, people need to know. I'm attaching the lot info from today's tests: 2 different lots of binax and 1 of quickvue. Quickvue was positive and both binax are negative. This is the same results I've had testing periodically during the past 8 days. FDA safety report ID # (B)(4).